Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8015 sn: (B)(4) was give the error code 133.6090 and the biomed stated that they changed the battery and backup speaker. The customer wanted to know why is it still given the error code. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: the customer stated that they have changed the battery and the backup speaker, and wanted to know why they're still getting the error. I explain to the customer that he needed to replace the logic board. I also give the customer a level 1 repair and the customer stated that they will just send the unit in for repair when they get a po. The customer also stated that they will call back once they get the po to send the 8015 in.